Event description:
It was reported that the patient underwent a corevalve percutaneous procedure that used an ultimum ev introducer, 18f, 30 cm sheath. When advancing the delivery system through the sheath, it was noticed that the tip marker was becoming separated from the sheath. The procedure was stopped and the valve delivery system was retracted. The tip of the sheath remained in the external illiac. It was not possible to remove the tip out of the patient due to the patient's condition of aortic valve problems and general anesthesia. The tip of the sheath was stabilized with a 9mm stent in the external illiac. At a later date (date unknown), the patient was implanted with a cook aortic percutaneous valve. The patient's current status was reported at being in stable condition and having a euroscore of 15.

Manufacturer narrative:
A follow-up medwatch will be submitted upon completion of the investigation.